Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was found to be kinked/bent, the stent was deployed but intact. Functional inspection was not carried out as stent had deployed. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The as reported as well as the as analyzed events will be assigned procedural factors as this complaint appears to be associated with a product that meets design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the stent (subject device) couldn't advance inside the microcatheter. The subject stent got deployed prematurely inside the microcatheter during retraction. The deployed subject stent was successfully removed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the stent (subject device) couldn't advance inside the microcatheter. The subject stent got deployed prematurely inside the microcatheter during retraction. The deployed subject stent was successfully removed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.